Event description:
It was reported that the patient underwent a procedure to explant this inflatable penile prosthesis (ipp) due to infection. The patient reported pain in their scrotum around the pump and site of infection. All components of the ipp were removed and the infected area cleaned. A malleable prosthesis was then implanted. There were no patient complications reported. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.